Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered severe and permanent bodily injuries and physical pain. All other information is unknown and unavailable.